Event description:
It was reported that during the procedure, when the device was used to shave the glenoid cavity, it made the metal flake. The procedure was completed with a back-up device with no delay or patient injury.

Manufacturer narrative:
One used 4.0 abrader burr was returned for evaluation. Functional inspection confirmed the inner burr rotated freely within the outer sheath, no friction was felt in the unloaded condition. Visual inspection of the sheaths entire ID and the inner burrs cutting edges was performed using an arthroscope and a stereo microscope, no evidence of shedding was observed. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.